Event description:
The reporter indicated the surgeon implanted a 13.2mm vicm 13.2 implantable collamer lens in the patient's right eye (od) on (B)(6) 2012. The lens was explanted on (B)(6) 2013 due to excessive vaulting. Subsequently, the patient experienced significant reduction of irido-corneal angles, pupil block, angle closure, iris atrophy and elevated iop. A yag was performed, the pis were enlarged and the anterior chamber was irrigated/evacuated of remaining visco/fluids. A suture was required. The lens was not exchanged for another icl. After explant, there were no signs of ocular hypertension.

Manufacturer narrative:
Date of birth - unk. Pt's weight: unk (B)(4). Device evaluated by manufacturer? No. Lens not returned. (B)(4).